Event description:
This is a report of a patient who experienced and was hospitalized for peritonitis coincident with therapy for peritoneal dialysis. Therapy was discontinued. Treatment information was not reported. The patient was later discharged from the hospital and reported to be recovering from the peritonitis. No additional information is available at this time. This is report 3 of 4 involved in this event.

Manufacturer narrative:
(B)(4). A review of all batch record documents was performed for potentially associated lot number(s) h13k18013 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Date of event: the patient experienced peritonitis on an unspecified date in (B)(6) 2014. A batch review of potentially associated lot number h13k18013 involved in this event will be performed. Should relevant additional information become available pertaining to the reported event, a follow-up report will be submitted. This is the same patient as (B)(4).